Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 269 mg/dl. The customer was unable to conduct troubleshooting at the time of the call, and stated that the customer would call back. The customer did call back for troubleshooting, and the insulin pump passed the high pressure test. The customer stated that she had already conducted troubleshooting previously, and the insulin pump appears to be working. She just need to run the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.